Manufacturer narrative:
(B)(4). According to device history records, based on the lot number provided, there is no evidence to suggest that this device was not manufactured according to specifications or that the filter did not perform as intended, e.g., the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava in the situations described in the IFU. It has not been possible to fully investigate or evaluate this event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6).¿ it is alleged that patient was injured without further explanation.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information received on 12/29/2016 as follows: plaintiff allegedly received an implant on (B)(6) 2007 via the right internal jugular vein due to recurrent dvt, hypercoagulability state, gross hematuria on oral anticoagulation. Plaintiff is alleging pe despite filter in place.

Manufacturer narrative:
Additional information. It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "pulmonary embolism despite filter in place". Cook will reopen its investigation if further information is received. Pe is a known risk in relation to filter implant reported in the published scientific literature. Also, it is reported that the pulmonary embolism in some cases may originate from upper extremities instead of lower extremity veins. With all filters, there is some risk of further pulmonary embolism. There is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
The event is currently under investigation.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6).¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
The event is currently under investigation. A supplemental report will be submitted upon completion.

Event description:
It is alleged that the ¿patient received a cook gunther tulip on (B)(6) 2007 at (B)(6) hospital.¿ it is alleged that patient was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.